Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged she obtained a result of 250 mg/dl on the aviva system. Reporter stated that she then drank water and took 1000 mg of metformin and 10 mg of glipizide. Reporter stated that she took an actos tablet an hour later and then immediately felt hot, sweaty and dizzy. Reporter obtained another result of 35 mg/dl on the aviva system, was given orange juice, and was taken to the hospital. At the hospital, a result of 35 mg/dl was obtained on the professional system and the customer was injected with "some type of insulin that would assist with increasing her blood glucose" reportedly. Reporter also stated she was given juice, food, and admitted to the hospital for (B)(6). No other actions were reported taken or treatment received. A request was made for the return of the suspect device.